Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. The physician gained femoral vein access, and used a versacross connect system with the was to perform the transeptal puncture (tsp). Heparin given prior to tsp (activated clotting time 274 seconds). Patient had a prior tsp site that was inferior/anterior. Physician aimed to go through the same tsp however could not get through. Transesophageal echocardiography (tee) imaging was used to confirm placement on the septum as low and anterior. The radiofrequency (rf) wire was across the septum with bubbles noted in the left atrium (la). The entire versacross system and was were advanced into la. The rf wire and dilator were removed, and a pigtail catheter was placed in la. La pressure obtained, and contrast shot of appendage in antero-posterior (ap). The contrast shot was not ideal, so the camera was moved to right anterior oblique (rao)/caudal (cau) and reshot contrast. At this time a kink in the distal end of the was sheath was noted. The was sheath and pigtail catheter were removed. The pigtail wire was placed back in la and new double curve was sheath was advanced into la with dilator. The wire was removed, and the pigtail catheter was placed into laa, and a new contrast shot was taken. The wds was deployed, device met position, anchor, size and seal (pass) criteria and the closure device was released. The imager swept for effusion. An effusion was noted, and also an aortic root hematoma. Protamine given. Patient vitals remained stable. Cardiothoracic (CT) surgery was consulted and decided to place a pericardial window to treat the effusion. Approximately 250cc of fluid was removed. The patient was extubated and was sent to the post anesthesia care unit (pacu) for recovery. The patient was discharged three (3) days later.